Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle broke inside the patient. Medical intervention was required to remove needle from patient. The following information was provided by the initial reporter, translated from korean to english: "after cutting the needle, it is removed after the procedure."

Event description:
It was reported that the bd precisionglide¿ needle broke inside the patient. Medical intervention was required to remove needle from patient. The following information was provided by the initial reporter, translated from korean to english: "after cutting the needle, it is removed after the procedure."

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the returned photos, the team observed part of the broken needle in the patient. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the actual sample was not returned, the root cause of this incident cannot be determined.